Event description:
It was reported that the monitor cart had no power as the result of a broken wire in a damaged cable. This would prevent both monitors from working and therefore, the live image could not be viewed. This would cause the system unusable. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired a cable and connector. The system operates as intended.